Event description:
It was reported that a large volume infusor leaked at the connection between the luer and the blue winged cap. This occurred after filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured october 09, 2014 ¿ october 10, 2014. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed by filling the device with water. The next day, there was no evidence of a leak from the device. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.